Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room with chest pain. Failure to capture and failure to sense were observed on the atrial lead. X-ray confirmed perforation of the atrium lead with mild pericardial effusion. Lead revision was completed successfully. The patient will be followed normally.